Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that he was not calling back with a new battery cap. The customer further stated that the insulin pump may have been bumped against the wall. The customer also stated that he was sweating a lot during the time that he was working outside while his insulin pump was in his pocket. The customer changed the battery, and the insulin pump was working fine since then. Informed customer to monitor the insulin pump and clean the battery cap as well as the battery compartment when changing the battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.